Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, after the device was reloaded and fired, the knife did not transect the tissue at the distal end of the staple line and staples were caught in the reload unit. Bleeding occurred which the dr treated with clips. The pt returned for a reoperation for bleeding. The pt eventually died (the surgeon stated that the stapler did not cause the pt's death)